Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device noted a fracture at the driver's distal tip. The device was sent for fracture analysis which revealed a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left voicemail. Driver broke during use. During an l4-5 tlif, the surgeon was implanting a 7x45mm expedium screw with the navigated universal expedium screw driver. The patient had very hard bone so the screw took a lot of force to insert. During insertion, the tip of the driver broke off in the screw. The surgeon was able to retrieve the screw and put in a new screw. It added an extra minute or two to the case. The surgery was completed successfully with no more issues.